Manufacturer narrative:
Approximate age of device- 1 year and 4 months. Manufactures investigation conclusion: the pump remained implanted and the patient continued on lvad support until expiring on 14feb2018 (reference MFR. Report # 2916596-2018-04283 for the patient outcome). A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency department on (B)(6) 2014. An esophagogastroduodenoscopy was performed along with a hemoclip placement. The patient was given epinephrine injection to fundic/lesser curvature bleeding site. No additional information provided.